Manufacturer narrative:
The additional two proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that puncture closure of both mildly calcified common femoral arteries was attempted using three proglide devices via 6f sheaths after an interventional iliac procedure. Reportedly, a ¿cuff miss¿ occurred with all three proglide devices, two at the right common femoral artery and one at the left common femoral artery. An additional proglide device was used bilaterally to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.